Event description:
On 4/25/2000 the doctor was doing a breast reduction, the doctor had the settings turned up to 49 cut and 60 coag. The nurse feels this may be too high a setting and was concerned about dr's request. When the pt left pt said pt felt a burning sensation. The next day the nurse phoned the pt. The pt made the same comment, that pt felt a burning sensation. The nurse does not believe there was a serious burn, if any, however the doctor's settings concerned the nurse. The MFR report for the conmed pencil is 1720159-2000-00042. The MFR report for the system 6500 esu is 1720159-2000-00043.